Event description:
Information received by medtronic indicated that the insulin pump had a battery life under 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unit p-cap / test reservoir lock in place properly. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump passed the self test, active current measurement and displacement test. No unexpected battery alert or alarms during testing or in the pump history noted. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no moisture or component damage pcb1, pcb2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement remains high. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within spec range. Measured all the test points from 1 to 20 on the pcb 2 by using the oscilloscope and found no anomalies. In conclusion, pump received with a high sleep current measurement isolated to pcb 2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.